Event description:
Pt was revised to address tibial and femoral loosening. There was also significant bone resorption from cement breakdown. The surgeon is concerned about the cement.

Event description:
Caller reported blood glucose results of 422 mg/dl and 170 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.